Manufacturer narrative:
(B)(4).

Event description:
It was reported nonsustained right ventricular noise was observed due to post sensed t-wave oversensing. The recommended programming change was made. The patient condition is stable.